Event description:
Kmts field rep reported that the patient received 4 therapy shocks while the patient was walking home. Patient stated that the patient didn't know that they were supposed to press the alert button to cancel the shock, instead the patient took the battery out. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Returned therapy cable failed weight test due to pre-shock gel deployment. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.